Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001588 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. Air was in the sheath. Once the dilator was pulled from the sheath, it was noticed that there was one big bubble in the transparent hemostasis valve at the initial part of the handle. The only way to remove it was to flush the sheath in the right atrium (which is not an ideal practice). The same bubble showed once the catheter had been pulled off from left atria into the vizigo to insert the pentaray. The procedure was successfully completed with no patient consequences. Air was not being introduced into the patient. The physician sucked the blood out of the vizigo valve. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow into side port is MDR-reportable.